Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an external flash crc error. The customer's blood glucose level was 158 mg/dl. No further details were provided.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the external flash crc error alarm due to a blank display. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.